Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime. The customer stated that he changed the infusion set, but he still was not able to properly prime the insulin pump. The customer then changed the reservoir, but again he was not able to properly prime the insulin pump. The customer changed both the infusion set and the reservoir, and he was able to prime the insulin pump normally. The customer stated that he is considering legal action regarding this matter because he believes that it happens too frequently. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.